Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump emitted repeated call service alarms that could not be cleared more than three times within 30 days. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged call service alarm issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: a review of the black box and alarm history revealed multiple call service alarms. During the investigation, the pump alarmed with a call service alarm upon the first ¿rewind¿ attempt. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. The component was replaced on the pcb; the pump was powered up and exercised with no further alarms.